Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy and abnormal bleeding (interpreted as genital bleeding). A hysterectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy/ abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("extreme cramping and pain during menstruation") and iron deficiency ("iron deficiency"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the genital haemorrhage and dysmenorrhoea outcome was unknown and the iron deficiency had not resolved. The reporter considered genital haemorrhage, dysmenorrhoea and iron deficiency to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result: company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy and abnormal bleeding (interpreted as genital bleeding). A hysterectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.